Manufacturer narrative:
The device serial number is unk at this time; therefore, the device MFR date and 510k are unk.

Event description:
It was reported that a pt had a ventricular tachycardia (vtach) event. The alarm "wasn't picked up by the nursing staff". The event was discovered at a later time when pt data was being reviewed. According to the customer, the pt's ICD (implantable cardioverter defibrillator) fired at 7:36am. Initial investigation of the cic (central station) log files do not indicate that the pt monitor alarmed for a vtach event at or around 07:36. The log files show that the bed in question was unmonitored between the times of 06:04:13 and 12:13:21. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.